Manufacturer narrative:
(B)(4). Updated to serious injury. The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
Additional information was received on 07aug2017 confirming that the patient experienced more blood loss than anticipated at the access site. It was reported that manual pressure was held for over an hour as a result of the bleeding, and a hematoma allegedly developed.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, and quality control data have been conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that a flexor ansel guiding sheath was being used for a peripheral percutaneous transluminal angioplasty and stent placement when the device "fell apart." It was reported that a balloon was unable to advance through the sheath, and as it was being removed the "inside of the sheath came out." This material was described as "coiled wire." Allegedly, the sheath was then cut to removed the coiled wire and a glidewire advantage was advanced into the sheath in attempt to remove the remaining coiled wire. There was some bleeding noted at the access site, but the sheath was removed successfully.